Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's father reported that four of their infusion sets tubing got disconnected at port ends near infusion set insertion sites and the patient experienced high blood glucose level due to overnight failures of infusion set. Reportedly, the patient changes the infusion set after every 3 days. No further information available.